Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when the h-1200 was installed, the production date of the main engine was (B)(6) 2023 and the production date of the pressurized chamber was (B)(6) 2021 and (B)(6) 2021. The customer requested a new pressurized chamber. No patient involvement, issue was found upon opening.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The exact cause could not be determined; however, based on the reported problem, the most probable cause is a shipping error. A review of the manufacturing job folder could not be completed as the DHR could not be found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the device is later returned, the complaint will be reopened and an investigation will be completed. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).